Event description:
Caller indicated the glucocard vital meter was producing variable readings. Customer called for assistance getting the strip into the meter. Caller was able to get the strip in and perform a blood test. The reading was lo. She did a second test and got 121. These readings were performed back to back and the variance is outside acceptable parameters. Storage and technique are good. Control test in range. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.